Event description:
Caller states the patient tested 3.6 inr on the coaguchek s system and 2.7 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system.